Event description:
It was reported that a patient underwent an uneventful anterior pelvic floor repair procedure and an obturator sling procedure during 2007. On an unknown date, the surgeon noted a small mesh exposure at the apex of the anterior wall incision as well as granulation tissue along the entire incision. The surgeon treated the patient with estrogen vaginal cream for two months, but it has not resolved. The surgeon intends to return the patient to the operating room for resection of the exposed mesh and reclosure of the vagina.

Manufacturer narrative:
Date sent to the FDA: 8/23/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.